Event description:
It was reported that the patient had only been getting left side stimulation coverage and no right side stimulation. It was noted that the patient was scheduled to have the lead replaced to try to cover the right side. Additional information received reported that the no malfunctions were seen. The patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead, product ID 39286-65, serial# (B)(4), implanted: 2013-(B)(6), product type lead, product ID 37746, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).